Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that the patient presented for routine generator change on 1 jun 2022. During the procedure, it was observed that the right atrial (ra) lead was twisted and had insulation damage. The ra lead was repaired and kept in use. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information indicates that the right atrial (ra) lead exhibited noise oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, noise with noise reversion was observed on the right atrial lead. No intervention performed. The patient experienced no consequences and will continue to be monitored.